Event description:
It was reported that the patient developed an infection following an implantable pulse generator (ipg) revision procedure (MFR. Report no. .). The physician does not believe the patient that the device or procedure cause or contribute to the infection.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed an infection following a revision procedure. No further information has been obtained.

Manufacturer narrative:
Correction to MDR in blocks h6.